Event description:
Note: event date was not provided. It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. Pt's age was reported to be over 18 years, weight was not provided. According to the complainant, the scope was used in a retroflex position. The clip would not advance from the sheath. A second resolution clip device was obtained. The physician repositioned the scope and the procedure completed with the second device. There has been no report of complications or injury to the pt due to this event. Post procedure, the pt's status was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.